Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported air in line which was not reproduced. A review of the event history log identified air in line messages. The cause was determined to be ultrasonic sensor was out of calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. During evaluation of the device a false downstream occlusion alarm was experienced. The downstream sensor readings were found out of specification and failed calibration. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.